Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device had a loose connector, however it was confirmed that the device had a broken hanger assembly. It was also noted that both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a loose connector, and the hanger assembly was broken. The epg has been returned for repair. There was no patient involvement.